Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device was providing low co2 readings. The device was not in use on a patient at the time of the event, so there was no patient involvement.